Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted quickly and touchscreen was not as responsive. There was no reported impact to customer's blood glucose. Although requested, additional information was not provided.